Event description:
It was reported that two prostyle devices were used for vessel closure of the right common femoral artery after an unspecified procedure. Two days post-procedure, the patient returned with a pseudoaneurysm. A thrombectomy was performed in a surgical procedure to treat the pseudoaneurysm. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of pseudoaneurysm is listed in the electronic perclose prostyle instructions for use, as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.